Manufacturer narrative:
Quality control was performed on the meter on the day the event occurred and the day the event was reported and both levels passed. The nurse confirmed the strip port of the meter was contaminated with blood. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). On an unknown date, the patient was admitted to the hospital through the emergency department for unresponsiveness and possible hyperglycemia. At 10:46 am, the result from the meter was reported to be 596 mg/dl. At 10:50 am, a laboratory sample was drawn and the result was reported to be 151 mg/dl. At 11:30 am, the patient was administered an unknown dose of insulin allegedly based on the meter result of 596 mg/dl as the nurse had not yet seen the laboratory result. At 11:45 am, the result from the meter was reported to be 420 mg/dl. Allegedly, once the nurse was alerted to the laboratory result, the nurse administered glucagon. The specific dose and time it was given were requested but were not known. Reportedly, the patient remains hospitalized in stable condition without an injury due to the administration of insulin based on the meter result. Additional information regarding the cause of unconsciousness, medical history, medications, the dose of administered insulin, and the dose and time of administered glucagon was requested but could not be provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The customer returned the meter and >12 test strips of lot 480144. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. On the returned test strip vial, the hinge on the flip top cap was partially broken off. There was no obvious reagent discoloration. The returned products were tested with retention materials and quality controls. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 44, 44, 44 mg/dl; level 2: 303, 310, 306 mg/dl; all returned results are within the acceptable range.